Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
Same case as MFR# 2134265-2010-01223 and 2134265-2010-01225. It was reported that post a coronary drug eluting stenting treatment procedure thrombosis occurred. The 75% stenosed target lesion was located in the severely calcified and diffused left anterior descending artery (lad). An ivus catheter was advanced to the lesion but was unable to cross the lesion. A 2.0mm balloon was then advanced to the lesion for predilation followed by a 2.5mm balloon. A 2.50x28mm taxus liberte stent was advanced to the lesion and was deployed at 15atms in the left main (lm) to proximal lad. A 2.50x24mm taxus liberte stent was deployed at 15atms in the proximal lad and a 2.50x16mm taxus liberte stent was deployed at 15atms in the mid lad. A dissection was noticed after the 2.5x16mm taxus liberte stent was implanted. The lesion was postdilated with a 2.75mm non bsc balloon and it was noted that indentation remained as the 2.50x16mm stent was not well dilated and there was 25% residual stenosis. The procedure was ended at this point and the patient was put on plavix, aspirin, heparin and clopidogrel. Four days later the patient presented with st elevations and thrombosis was found in the proximal lad. A non bsc balloon was inflated in the proximal lad and it was noted that the indentation disappeared. A 2.75x12mm non bsc stent was then implanted in the lesion and a 3.0x8mm quantum maverick balloon was used for postdilation. A small dissection at the distal part of the 2.50x16mm taxus liberte was confirmed and a balloon pump was inserted. The procedure was completed with no additional patient complications reported. Three days later the patient experienced st elevations and the patient was transferred to another hospital where coronary artery bypass surgery to the right coronary artery (rca) and left circumflex (lcx) was performed the following day. The patient¿s current condition is listed as ¿recovered¿.